Event description:
Info was received that reported a pt was hospitalized in 2009, due an incident of diabetic ketoacidosis. The pt was brought to the hospital with high blood glucose, chest pain and vomiting. She was removed from the device and treated with insulin. When the device was removed at the hospital, it was noted that there were crystal in the insulin and in the administration tubing. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.